Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
The event involving one quantity of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve that did not allow chemotherapy drug to flow through the tubing which was observed during plugging the preparation to the tree. The drug was eventually administered by aspirating with a syringe. The therapy was completed without any delay. The event occurred during patient use with no harm/adverse event reported.